Manufacturer narrative:
Narrative text; section h10: (h3) the broken instrument reported was likely the result of repeat cleaning and sterilization cycles and exposure to impaction forces which likely led to crack initiation, propagation, and ultimate fracture of the stem inserter sphere.

Manufacturer narrative:
Pending evaluation. No information provided in the following section(s).

Event description:
As reported, during a initial tsa, the surgeon was inserting/impacting the humeral stem when the black plastic washer surrounding the screw fractured falling on the floor rendering the inserter useless until repaired. No pieces feel into the wound. The broken washer was retrieved and will be returned with the device. Patient was last known to be in stable condition following the event. No specific patient information is available.